Event description:
The customer contact reported a slit in the tubing; subsequently a leak of a chemotherapeutic agent was noted. It was reported that prior to pt use while priming the tubing set, "a few drops of taxol" leaked from a 2mm split in the tubing just above the filter. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was initiated. There was no reported adverse effects to the healthcare professional. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).